Manufacturer narrative:
Conclusions: device investigations revealed the substrate of the device (the circuitry) to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. A review of the device history record (DHR) has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Event description:
The recipient had suddenly stopped responding to sounds since (B)(6) 2021 and abnormal measurements were observed. No redness or swelling, accident or trauma have been reported. The recipient was showing good benefit before. The recipient has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly stopped responding to sounds since (B)(6) 2021 and abnormal measurements have been observed. The user has been re-implanted on (B)(6) 2021.